Event description:
Caller reported a malfunction on the pump with a malfunction code malf 16 while using multiple daily injections as a backup therapy. It was unknown if there was any adverse impact on the customer's blood glucose level since the customer was not using the pump at the time of the issue. Tandem technical support assisted the caller in attempting to reset the pump, but the malfunction persisted, leading to the decision to replace the pump. The caller was informed about the replacement pump with updated software, storage mode instructions, and the steps for returning the malfunctioning pump. The customer acknowledged all instructions provided by technical support.